Manufacturer narrative:
Additional information: d10 (add), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the distal luer connection site. The issue was further described as the intravenous (IV) ketamine infusion finished and an unspecified baxter pump alarmed to indicate an empty bag. The nurse went to turn off the pump and observed a small amount of clear fluid on the floor, as well as clear fluid dripping continuously from the distal luer connection site on the IV tubing, suggesting a fault in the tubing. This occurred during patient infusion. There was no report of injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.